Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed post paced t wave over-sensing. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.